Event description:
The lay user/patient contacted lifescan lfs in 2006 alleging high readings on his one touch ultra meter. A medical affairs specialist (mas) corresponded with representatives to obtain and verify the following information: two days ago in the afternoon, the patient experienced symptoms of hypoglycemia; therefore he tested his blood glucose and received a 75mg/dl. The patient did not believe that the 75 mg/dl was an accurate reading; therefore, he tested on another meter he had (accucheck compact) and received a 42 mg/dl. He drank coke and ate bread after attempting to use the meter. The patient did not seek medical attention or contact his physician. The last time the patient ran a quality control test was two weeks ago and claims that the readings were in the "upper range." The patient did not have his logbook available to list his blood glucose readings prior to feeling hypoglycemic.